Event description:
It was reported that the device had a persistent acu watchdog problem, which typically indicates a problem with the main processor and system failure that occurred. There was unknown patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: 01-aug-2025. E1: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The customer reported problem was not duplicated during functional testing but was verified from the alarm history. The cause was traced to a defective speaker and interconnect printed circuit board (pcb). The speaker and pcb were both replaced to address this issue.